Event description:
The complainant has reported that in the course of a therapeutic procedure for treatment, the physician hit the escape basket with the laser. This resulted in the wire on top of the gasket breaking. The wire remained attached to the basket. The clinician removed the escape basket. The procedure was completed with another of the same device. The pt did not sustain any injury or ill effect as a result of the wire break. The procedure was completed successfully. The pt condition was notedto be fine.